Event description:
It was reported that non-sustained ventricular oversensing noted to be due post sensed t wave oversensing and possibly noise was observed on the right ventricular (rv) lead. No programming changes were made. The rv lead was being monitored. The patient was stable with no adverse effects.